Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm once in 4th day, ongoing) and fortum injection (1gm once a day) for this event. At the time of this report, the patient remained hospitalized and was recovering from this event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that on an unknown date, antibiotic treatment was discontinued, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy (twice a week). At the time of this report, the patient remained hospitalized and was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.